Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level and diabetic ketoacidosis; bg value was not provided. Customer was treated with an intravenous insulin drip, and was released from the hospital on (B)(6) 2019 with kidney damage. Reportedly, an occlusion alarm occurred and the pump shutdown due to the pump battery not being charged. Reportedly, the pump supplies were changed and insulin delivery was resumed.